Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime excessive no delivery tests. No prime/fill anomaly was noted during testing. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the customer put in the filled vial and it won't do anything. Customer holds act down and nothing happens. The customer's blood glucose was 119mg/dl. The customer was advised the pump will be replaced.